Manufacturer narrative:
Product ID 3889-33, lot# va0daxm, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that there was pain at the device pocket. There was no alleged product issues. The actions required as a result of the event was surgical intervention. The battery was secure down. There was no diagnostic testing or troubleshooting performed. The patient symptom associated with this event was pain at the device pocket. After follow-up, it was discovered that the device was never disconnected. The health care professional (hcp) opened the pocket, dissected the tissue, and secured the generator down. The manufacturing representative had no further knowledge than this. If additional information is received, a follow-up report will be sent.